Manufacturer narrative:
Date of event: (B)(6) 2018. Date received by manufacturer: 16/may/2018. The facility biomedical technician confirmed the touch screen issue. The issue was resolved by replacing the power management circuit board. The part was not returned for evaluation. The cause of the event could not be determined.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Caller reported that when they go to the service mode, the touchscreen is not responding properly. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.